Event description:
A cracked and shattered touchscreen on a pump was reported, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.